Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study via a manufacturing representative reported pain at the stimulator level and ¿hot tights¿ since (B)(6) 2016. The lead and neurostimulator were explanted on (B)(6) 2016. The event was assessed as not serious, not related to the procedure, and related to the neurostimulator. The event resolved on (B)(6) 2016. Medical history included neurologic urinary incontinence since 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.